Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
An implantable collamer lens was implanted into the patients right eye (od) and the patient experienced increased iop (intraocular pressure). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.